Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported deflation and re-insertion difficulties could not be confirmed during return testing. The definitive causes of the deflation and re-insertion difficulties could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported events. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for deflation and re-insertion difficulties. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 4.5 x 12 mm nc trek balloon catheter was inflated; however, when negative pressure was pulled the balloon did not fully deflate. An attempt was made to re-insert the balloon but there was difficulty and when removing the catheter, air entered the patient when the balloon came out of the guiding catheter. Cardiopulmonary resuscitation (CPR) was performed for approximately 2 minutes and the patient was given adrenaline. The symptoms resolved at this point. There was no clinically significant delay in the procedure. No additional information was provided.